Event description:
The clinician reported that a prior image for this pt could not be retrieved. No pt harm was reported.

Manufacturer narrative:
(B)(4): the clinician reported that a prior image for this pt could not be retrieved. No pt harm was reported. The issue, as reported, is that a specialist has seen a tumor in latest study for this pt. The prior report of the prior study states that there was no tumor visible. The problem is the prior study is missing (not able to be retrieved) from isite. Since the images are gone, the specialist is not able to verify if the tumor wasn't there in the prior study. There was no report of pt harm. Philips has not yet been able to determine if there would be more than minimal health risk if this should recur. A final report will be submitted once the investigation is completed.